Manufacturer narrative:
Evaluation method the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an open wound under the device from the garment rubbing against the patient's skin. There was no alleged device malfunction. The patient's physician advised the patient to remove the device and use a triple antibiotic on the irritation. The patient's irritation improved.